Event description:
Patient admitted as st-elevation myocardial infarction (stemi) from ER for a left heart catheterization and possible intervention. Nc trek balloon inflated by interventional physician and did not deflate. Event happened early in the morning. Balloon stayed inflated for 107 seconds at 14 atm to mid lad lesion. Interventional physician inflated balloon to 30 atm in attempt to rupture balloon, then disconnected and reconnected inflation device. Balloon deflated. No vital signs changes during this event. Patient did not complain of pain or discomfort. Pci successfully completed. Patient transferred to ccu by rn and doctor with no issues. Device saved to be examined.